Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support while their dexcom g6 was in warmup after the prior sensor had expired, and the ilet displayed ¿connect cgm or enter bg dosing stops in 20 minutes¿; the user was assisted to enter a blood glucose into ilet and was informed the system was in bg run mode, and education was provided to obtain a ketone action plan from their care team. Symptoms included hyperglycemia with a reported glucose of 300 and no acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms and no device malfunction was identified, with the event attributed to cgm availability during sensor warmup and the ilet operating as designed in bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.